Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2022 to 25-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the issue was due to server-side purge issues. A technical support specialist synchronized the device to resolve. The system functioned as intended after being assessed by the technical support specialist.

Event description:
It was reported when using the pyxis medstation es system experiencing slow performance, users could not pull up the medications because the system was too slow to load. The customer also reported experiencing a prolonged sign-in process. There was no report of impact to the patient or user during this event.

Event description:
It was reported when using the pyxis medstation es system experiencing slow performance, users could not pull up the medications because the system was too slow to load. The customer also reported experiencing a prolonged sign-in process. There was no report of impact to the patient or user during this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was experiencing database bloat due to server-side purge issues. A technical support specialist would full synchronize the device to resolve the issue. The system functioned as intended after troubleshooting the device.